Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported restenosis occurred. Index procedure (B)(6) 2016 . The patient underwent an athetrectomy procedure. The 5mm x 70mm, 90% stenosis target lesion was located in the left mid superficial femoral artery (sfa), and was classified as a tasc ii b lesion. The target lesion was treated with an 2.1/3.0 mm jetstream® xc atherectomy catheter. Post treatment, percutaneous transluminal balloon angioplasty (pta) was performed, with 25% final residual stenosis. The patient was discharged on aspirin two days later. On (B)(6) 2017, 104 days post index procedure, left superficial femoral artery stenosis was noted. Five days later the patient was hospitalized and referred for tvr. 99% stenosis was noted in the ostial, proximal, mid and distal left sfa which was treated with stent placement. Post-treatment the 99% stenosis was reduced to 0%. (Tvr). The event was considered to be resolved. The patient was discharged on aspirin two days later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the 99% stenosis noted in ostial, proximal, mid and distal left sfa was treated with percutaneous trans luminal angioplasty followed by implantation of a non bsc 5.0x150 mm stent.